Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss confirmed the hissing sounds from the galvos with the y1 galvo error registered in the error log. When the fss was performing laser centration, the laser beam was found to be unstable on the x axis. The galvo block was replaced to resolve the laser beam instability issue. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications.

Event description:
An abbott field service specialist (fss) reported that the surgery center indicated that a laser treatment patient had an incomplete side cut flap. The surgeon was not able to lift the flap and the laser treatment was aborted. The fss was on site for hissing sounds that were coming from the galvos. The galvo block was replaced.